Event description:
Due to human error; a right-sided femoral component was inserted into the patient's left knee. This was recognized immediately after the operation. Following a discussion with the patient, they were returned to the theatre the same day and the correct femoral component was implanted. This was a very short procedure as the prosthesis was not cemented.